Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of premature battery depletion. No further information is available at this time.

Manufacturer narrative:
Event conclusion cpi reliability assurance testing confirmed premature battery depletion. Battery status measured elective replacement indicator 4.86 volts eri=4.99v). Calculated longevity based on implant duration and therapy delivered was 52% of expected. Device passed electrical tests, commensurate with battery voltage. Analysis revealed a higher than normal device current was isolated to the system control hybrid. Root cause for the high current was inconclusive.